Event description:
Purchased "kn95" masks from (B)(6). The masks are produced by a company called (B)(6). The masks lack any official markings or documentation about their composition. FDA safety report ids# (B)(4).